Manufacturer narrative:
Device passed the displacement test, displacement accuracy test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. Device was received with cracked battery tube threads. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 75 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer reports they had contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer was able to passed high pressure test at that time. Customer states the damage on the battery compartment and curves to almost the front of the insulin pump. The insulin pump will be returned for analysis.